Event description:
The customer reported erroneous differential test results on three unique pt samples when tested on the lh750 hematology analyzer. Manual differentials were performed by the customer and blast cells were observed on two of the samples, with band cells, myelocytes and metamyelocytes observes on the third sample. These abnormal cells were not reported or flagged by the analyzer. There were no erroneous results reported outside the laboratory. There were no reported changes to pt treatment associated with this event.

Event description:
The customer reported erroneous differential test results on three unique pt samples when tested on the lh750 hematology analyzer. Manual differentials were performed by the customer and blast cells were observed on two of the samples, with band cells, myelocytes and metamyelocytes observes on the third sample. These abnormal cells were not reported or flagged by the analyzer. There were no erroneous results reported outside the laboratory. There were no reported changes to pt treatment associated with this event.

Event description:
The customer reported erroneous differential test results on three unique pt samples when tested on the lh750 hematology analyzer. Manual differentials were performed by the customer and blast cells were observed on two of the samples, with band cells, myelocytes and metamyelocytes observes on the third sample. These abnormal cells were not reported or flagged by the analyzer. There were no erroneous results reported outside the laboratory. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between jan 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This report is for analyzer 1 of 2. See MDR # 1061932-2011-01121 for analyzer 2 of 2. Raw test data were requested for analysis but were not provided by the customer. A field service engineer was not dispatched to the site and the root cause of the erroneous results is unk.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between jan 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This report is for analyzer 1 of 2. See MDR # 1061932-2011-01121 for analyzer 2 of 2. Raw test data were requested for analysis but were not provided by the customer. A field service engineer was not dispatched to the site and the root cause of the erroneous results is unk.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between jan 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This report is for analyzer 1 of 2. See MDR # 1061932-2011-01121 for analyzer 2 of 2. Raw test data were requested for analysis but were not provided by the customer. A field service engineer was not dispatched to the site and the root cause of the erroneous results is unk.